Manufacturer narrative:
Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction identified in this complaint record during testing of the device prior to distribution. The reported failure of the trilogy evo machine flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that the trilogy evo ventilator was returned to the third-party service center for completion of preventative maintenance. There was no patient involvement, and no harm or injury reported. On device evaluation, ventilator inoperative error code e-155 was noted in the error log indicating the machine flow sensor drift above was the specification. The machine flow sensor requires replacement to address this issue. Additional findings not related to the malfunction/issue: based on device event code e-144 indicating the motor controller has proceeded to the shutdown state due to an error with the motor, the blower assembly requires replacement. Due to event code e-330 indicating sensor offset during drift calculation is too high, the system printed circuit board assembly requires replacement.